Event description:
It was reported that the patient received a vibratory alert from the device. The patient presented in clinic and device interrogation revealed that the right ventricular lead was oversensing noise. No intervention was performed. The patient was stable and would be monitored.